Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sensor was working intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. Visual inspection revealed no external damage. The sensor passed continuity tests. No short or open connection was detected, and no intermittent short or open connection was detected when sensor was manipulated. The sensor was able to obtain spo2 and pulse rate values throughout the entire 60 minutes of testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported the sensor was working intermittently. No patient impact or consequences were reported.